Event description:
It was reported that during an appendectomy procedure, there was an unknown product failure. Another same like device was used, the procedure was converted to open. The device was discarded. The patient is stable.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.